Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received on (B)(4) 2019, indicates that the right ventricular lead exhibited a capture anomaly, an insulation anomaly, and a sensing anomaly. It was noted that there was blood in the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with right ventricular lead dislodgement and elevated pacing thresholds. The lead was explanted and replaced. The patient was recovering.